Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to user related (example: salt accumulation)/block drainage lumen/no drainage eye). A potential root cause for this failure mode could be due to incorrect eye size - undersized. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer indicated that the foley catheter probe was not functional, a 22 fr 3-way foley catheter probe was passed and none of them was functioned, a 20 fr 3-way foley catheter probe was also passed and it was not functioned either they had to pass the patient a silicone one since it was the only one, they had and there was no one for the assigned doctor to sit patient up since they did not have one at hostel.

Event description:
It was reported that the customer indicated that the foley catheter probe was not functional, a 22 fr 3-way foley catheter probe was passed and none of them was functioned, a 20 fr 3-way foley catheter probe was also passed and it was not functioned either they had to pass the patient a silicone one since it was the only one they had and there were no assigned doctor in the hostel to make the patient sit up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.